Event description:
As reported by the user facility: event # 5: reports of five sets leak at the y-site. Chemo was infusing when the leaks were noted. The reporter is unsure if the y-site was accessed or not when the leakages occured.

Manufacturer narrative:
This report has been identified as b. Braun medical inc (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. If additional pertinent info becomes available, a follow-up report will be filed.